Event description:
Both powerflex pro balloon catheters showed a transluminal leakage of contrast medium without any pressure on the balloons. The leakage was observed during the use inside the patient. The balloons were removed without any issues and the procedure was finished successfully with another device. There were no negative consequences for the patient. The product was stored and prepared according to labeling instructions. There were no anomalies detected during preparation. No further info is available.

Manufacturer narrative:
(B)(4). (B)(6). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2015-00145. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: both powerflex pro balloon catheters (bc) showed a transluminal leakage of contrast medium without any pressure on the balloons. The leakage was observed during the use inside the patient. The balloons were removed without any issues and the procedure was finished successfully with another device. There were no negative consequences for the patient. The product was stored and prepared according to labeling instructions. There were no anomalies detected during preparation. No further info is available. (B)(4) - one non-sterile unit powerflex pro 6mm x 8cm 80cm bc was returned. Per visual analysis the balloon had not been inflated and no damage was noted in the device. A leak test revealed no leakage. The device was flushed and water was injected through the guide wire port and the water exited through the tip as expected. A device history record (DHR) review of lot 17074490 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿body/shaft-leakage (peripheral)¿ was not confirmed ((B)(4)). The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. The reported ¿body/shaft-leakage (peripheral)¿ was not confirmed by analysis of the returned device ((B)(4)) as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.